Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.

Event description:
The customer reported that the unit had a defib failure, cycle power message.